Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The patient's identifying information and device information were provided. The patient's indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported the patient was having a pump revision. There was a pump pocket issue. The doctor was moving the pump pocket to the back because it was uncomfortable for the patient. The patient did not like the pump in her abdomen. The discomfort was first noticed a few months earlier, relative to the date of the report ((B)(6) 2018). No symptoms were reported. The issue was reported to the rep by the managing doctor on (B)(6) 2018. The patient's weight was unknown. No further complications were reported or anticipated.